Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak creating multiple streams of liquid from the left edge of the bag. Magnified inspection of the leak location identified the leak as a large longitudinal gouge on the left edge. A manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur. The root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the left seam . Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.